Manufacturer narrative:
(B)(4). The cause of this complaint was determined to be use error because the nurse reported that the patient's transfer set got caught on a box, which resulted in the transfer set being pulled out, which caused the peritonitis. The instructions listed in the patient at home guide for the homechoice device instructs the user to follow aseptic technique when handling lines and solution bags to reduce the possibility of infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date the patient experienced peritonitis. The peritoneal dialysis registered nurse (pdrn) stated that the patient got their transfer set caught on a box and pulled the transfer set out. On an unknown date the patient was hospitalized for the peritonitis and treated with vancomycin and cefepime intraperitoneally (ip) (doses and frequencies not reported). There was no issue with the catheter. The nurse reported that the transfer set being pulled off was what caused the peritonitis. The transfer set was replaced. The patient was discharged from the hospital and is recovered from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The date of peritonitis is unknown. Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.